Event description:
On 01/14/2000, the facility's risk manager informed the MFR's (MFR) sales rep of the following: in 2000, chemotherapy could not be administered via the device. As a result, in 2000, the segment of catheter had to be extracted in the or (catheter shear). Device body was also explanted. Risk manager also stated that due to nature of event, device would not be returned to MFR for analysis. No further details were provided at this time. In 2000, MFR received medwatch report uf#100213-2000-002 from the facility that states the following: pt had interventional angiography to evaluate device condition. The device was placed in 1999, for chemotherapy, left subclavian approach. In 2000, chemotherapy could not be administered. In 2000: CT and angio = 10 cm catheter fragment within the pleura space. In 2000, pt sent to surgery for removal of foreign body and non-functioning device. In 2000, risk manager informed the MFR's sales rep that pt requested someone from the MFR contact pt regarding reimbursement of additional money (paid out of pocket) due to pt because of this event. In 2000, MFR's rep contacted the pt. Pt stated the device had not been implanted for that long (8 days?) Before encountering problems. All pt wanted was for the bills to be paid that insurance did not cover. Pt was informed that without the device being returned to the MFR for analysis, the cause of the catheter shearing could not be determined. The pt admits contacting the hospital and requesting hospital to release the device to MFR for analysis. In 2000, facility's risk mgr informed the MFR's rep the device would be released; however, pt and MFR would have to sign an agreement releasing the hospital of all responsibility. Pt did not have a problem with a MFR rep going to the facility to evaluate/view the device. As a result, MFR rep will be present at the facility in 2000, to evaluate/view the device in question. No further details are available at this time. Submitted to the FDA in 02/08/2000.